Event description:
A patient in (B)(6) was undergoing a dialysis treatment that included a polyflux 14 l dialyzer. Within ten minutes of initiating treatment, blood was observed leaking from the end cap of the dialyzer. There was an approximate blood loss of 250 ¿ 300 ml when the blood in the extracorporeal circuit was not returned to the patient. Treatment continued with a new dialyzer and blood line set. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 38.880 dialyzers produced and distributed from this lot number. We have received no reports of any similar issues with regard to any other dialyzers from that lot.